Event description:
Two icerod cx needles were used in the procedure. One of the icerod cx needle was not functioning at full capacity during the second freeze cycle. No iceball was formed at the needle under CT imaging. The physician continued the ablation without stopping. The physician stated that the ablation was not complete and the ablation result would need to be followed up closely for expected recurrence.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported needle not functioning at full capacity during the second freeze cycle and no iceball formation was not confirmed. The iceball size, gas consumption and shaft temperature were found within specification. The ice ball isotherm results were also measured and compared to the needle specifications. The ice ball isotherm result was found within specifications. In summary, the needle passed all investigative tests and the iceball size was within specification. Although the treatment was completed, the physician stated that the ablation was not complete and the ablation result would need to be followed up closely as recurrence is expected. Another supplemental report will be submitted when additional information becomes available.